Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record was reviewed and no abnormalities were noted.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a gastroenterology procedure performed in 2007, (patient gender, age, and weight are unknown). According to the complainant, the injection gold probe was inserted into a scope to treat a bleeding ulcer in the patient's stomach. The needle advanced and injected. However, the needle would not retract. It is possible that the scope may have been in a retroflexed position. There is no further information regarding the patient's condition.